Manufacturer narrative:
The sam 500p device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states. Heartsine contacted the customer to request additional information on the patient. The customer provided heartsine with the available patient information. Patient fields in which information is not provided were intentionally left blank. Heartsine has requested the return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The distributor contacted heartsine to report that their device did not advance past the "place pads" step despite repeated attempts to attach the pads to the patient's chest. In this state the device may not be able to deliver defibrillation therapy if it was needed. The patient associated with the reported event did not survive.

Manufacturer narrative:
No fault was found on the returned sam 500p (sn: (B)(6)) and pad-pak ((B)(6) 01/03/2029) during the investigation. The device was found to accurately measure impedance throughout the specified range, even after the stress of elevated temperature. No continuity issue was identified on the patient output cables and no fault found on the pogo-pins that would have resulted in an impedance detection issue. The device delivered the full shock therapy sequence without fault using the returned pad-pak and the device recorded ECG data accurately without noise or other abnormalities. The investigation can only suggest that the reported complaint was due to situational factors. E.g., a pad-pak fitment issue or incorrect placement of pads, as no fault was found with the returned sam 500p and pad-pak. The cause of the reported issue could not be determined. This device was archived by heartsine. Heartsine conducted a clinical review of this event and was unable to determine if the device performed to specification due to a lack of data within the file.

Event description:
The distributor contacted heartsine to report that their device did not advance past the "place pads" step despite repeated attempts to attach the pads to the patient's chest. In this state the device may not be able to deliver defibrillation therapy if it was needed. The patient associated with the reported event did not survive.